Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that electrograms (egms) for this patient were being reviewed and diaphragmatic noise was again observed on the rv channel. The noise was resulting in the storage of non sustained ventricular tachycardia (nsvt) and the physician was questioning the patient rate during these episodes. Boston scientific technical services (ts) reviewed the episodes and noted the gap the clinic was seeing on the patient's data from their remote monitoring system was just a function of the remote monitoring display and was not a gap in time. It was also noted that defibrillation threshold (dft) testing had been done for this patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this newly implanted cardiac resynchronization therapy defibrillator (crt-d) has a history of noise on the right ventricular (rv) channel with their previous device, which was oversensed and caused pacing inhibition for this patient. Additional information was provided that noise was again observed on the rv channel, which was oversensed and again resulted in pacing inhibition. Out of range rv impedances were also noted; however, it was unknown whether they were high or low. It was noted that the patient was brought in to their clinic and all lead diagnostics were normal. Noise was able to be recreated with patient isometrics and valsalva. Ts discussed troubleshooting steps to help figure out if this was a connection issue or a lead issue. No adverse patient effects were reported.

Event description:
Additional information was provided that the lead measurements were stable with no signs of a lead or connection issue. The physician reviewed the patient's latitude information and noted the noise looked like myopotential in nature. Ts discussed options of changing sensitivities in the rv. It was additionally noted that diaphragmatic oversensing was confirmed and the patient was scheduled for testing of sensitivity settings. The patient was reported to have an underlying rhythm.